Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use a (b (4) pacific plus pta balloon to treat a calcified lesion in a patient. The balloon was successfully prepped, inserted, inflated, deflated, and removed once with no issue. The device was safely removed from the patient. When attempting to flush to prepare for a second insertion <(>&<)> use, the saline solution was injected into the appropriate port to flush the catheter lumen, the solution came out the balloon port instead. The balloon was not used after this discovery. It was noted that the vessel was heavily calcified, and that there were other unknown devices used throughout the procedure (such as wires/catheters) that had become kinked with normal use, but it was unclear if that was the cause of the issue or if there was a defect in the balloon. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.